Event description:
Product analysis was approved on the opened but not used generator. The pulse generator diagnostics were as expected for the programmed parameters. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery, 2.858 volts, shows an intensified follow-up indicator (ifi)=no condition. The data in the diagaccumconsumed memory locations revealed that 0.452% of the battery had been consumed. There were no performance or any other type of adverse conditions found with the pulse generator. Product analysis was completed on the explanted generator. An end of service (eos) message was received in the pa lab and was associated with output being disabled due to the generator remaining on post explant. The combination of high impedance value from explant and the output current required a 'vboost' compliance voltage that exceed the maximum compliance voltage capability for the device. This is expected and does not indicate device failure. The pulse generator diagnostics were as expected for the programmed parameters. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery, 2.283 volts, showed near end of service (neos)=yes. 113.402% of the battery had been consumed.

Event description:
Prior to the patients replacement surgery, pre-op diagnostics were noted to show ok lead impedance. During the replacement surgery, a new generator was connected to the lead and high lead impedance was seen. A test resistor was used on the generator and indicated no anomalies. The surgeon relieved back pressure and both pins were seen coming past both connector blocks. No obstructions were seen in the case header. The lead was not being replaced at that time, so the vagus nerve did not need to be irrigated. These troubleshooting steps did not resolve the high lead impedance. Another generator was then used during the surgery. The generator was then implanted into the patient and showed high lead impedance on two subsequent diagnostic tests. A third diagnostic was performed and indicated ok lead impedance. No other relevant information has been received to date.